Event description:
Asr revision.asr xl - right hip.reason for revision - pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-open

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision asr xl - right hip reason for revision - pain & metallosis & instability of acetabular cup patient had original thr surgery (B)(6) 2007 using asr products. First revision surgery took place on (B)(6) 2010 due to instability of acetabular and metallosis, patient was revised to further asr products. Second revision took place on (B)(6) 2010 due to instability and collapse of the acetabular component and impingement of the middle lamina and metallosis. Previous swabs taken during (B)(6) 2010 operation were negative. Unknown asr products taken out and patient revised to biolox delta head with depuy metal cup. Although the third revision surgery states the cup is a muller polyethylene cup. Closed reduction of the right hip on (B)(6) 2010. Swabs negative. Third revision on (B)(6) 2010 due to recurring luxation of right hip. Stem very stable, cup and head revised to endoplus cup and if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason for revision - pain metallosis.